Event description:
A caller reported an issue with a continuous glucose monitor (cgm) error, identified as error 42, related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting their pump, after which the cgm error did not reoccur, and the caller was able to successfully start their sensor session.